Event description:
Customer reported the failure of the subject device, during a liver resection. The procedure was completed with a similar device. There was no patient harm reported. It was found the ptfe pad of the subject device was damaged by investigation of keymed of olympus group sales company.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. This will be supplemented if any device evaluation becomes available.